Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed excessive drug precipitated, floating in the bladder and the drug solution is very viscous. During simulated use drug flow was not observed. The cause of the condition was due to the excessive drug precipitate and viscosity. Since the cause of the flow problem was directly related to the drug solution, the device was determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was unable to be primed. The device was filled with 4500 mg of piperacillin and tazobactam in 50 ml of sodium chloride 0.9%. The product was removed from the fridge and brought to room temperature prior to attempting to prime the line. The product was not attached. Therefore, there was no patient involvement. No additional information is available.